Event description:
A peritoneal dialysis (pd) patient's contact reported that the cycler alarmed for a drain complication during drain 4. The treatment was discontinued. When she was removing the cassette she found fluid leaking. The set was retained and made available for evaluation. During follow-up the patient's contact reported the patient completed treatment manually. She reported the patient has been well and continued on pd.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. Visual inspection of the cassette found a slit cut in the membrane on the back of the cassette. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.